Event description:
Information received indicates the head up function is not working.

Manufacturer narrative:
The reported premature battery depletion was confirmed. Upon receipt, no communication could be established between the device and the programmer due to a low battery voltage. With a replacement battery, the device's functionality was tested on the bench and on the automated electrical test system; no communication could be established using rf telemetry. Communication via inductive telemetry tested normal. It is believed that rf telemetry could not be properly initialized due to an anomaly within rf module.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device showed a low battery voltage after being implanted for five months. Patient had not received any therapies and pacing outputs were normal. The device was explanted and replaced.